Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. The rv lead was explanted. Additional information indicated that the patient had exhibited sepsis. The patient received long-term antibiotic treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; h6: patient codes and h6: impact codes. If information is provided in the future, a supplemental report will be issued.